Manufacturer narrative:
Cam ring fraction during insertion. Insertion post is not attached. The implant chambers are massive damaged, which is due to overloading. The internal thread has been damaged during use. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Cam ring fraction during insertion. Insertion post is not attached.